Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the abnormal lighting on the front panel could not be identified. However, it¿s likely the cause is related to a poor connection or contact of the cable on the front panel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center front panel lighting would not turn off when a button was pushed. Per the report, "when the unit is plugged in, all the switches/buttons illuminate and won't turn off. They should only come on, when button is pushed." The issue was found during installation after it returned from repair, where the dvi-d connector was replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel cable had been pushed out, and it worked normally after re-fitting the cable. The evaluation also found that the UDI label on the front panel could not be read. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.